Event description:
It was reported that the epiq 7 ultrasound system was not available during use causing a delay in an emergent procedure affecting diagnosis. The system monitor went black and did not return to normal after a re-start. There was no reported patient or user harm associated with this issue. Efforts are underway to obtain more information regarding the incident. Philips has started an investigation, and upon completion, a follow up report will be submitted.

Manufacturer narrative:
A thorough investigation was unable to be performed to determine the cause of the reported problem. The customer declined service and support from philips and used a third party for repair. Therefore, the system logs and other pertinent information for the investigation were not able to be obtained. No further information is available.